Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a message "blood sensor needs to be checked" displayed on the panel. No one was injured.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that the hospital personnel discovered that the cs300 intra-aortic balloon pump (iabp) unit has a message "blood sensor needs to be checked" displayed on the panel. No one was injured.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The "blood detected" alarm appeared. Inspection of the emptying line, no blood detected. The fse did not replace any parts. Condensate removal. Performed control tests. The pump is operational. All functional and safety checks were performed and meet to factory specifications.

Event description:
N/a.